Event description:
Allergan medical company rep reported on behalf of a health professional that approx a week after injecting half of a syringe of juvederm ultra "to [the] lips" the pt experienced" "big lumps inside her mouth where the product had been injected" and further described as being like "product lumps". Phenergan (dose not specified) and keflex 500mg were reported as prescribed to treat the symptoms. After approx ten more days the symptoms were reported to be "still there, but resolving slowly". Pt has a history of allergies including a previous reaction to restylane.

Manufacturer narrative:
(B)(4).